Manufacturer narrative:
Due to character limitations in block e1 telephone number : (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed an electromagnetic failure of the drive valve group, delaying the opening of the valve. The fse determined that the drive needs to be replaced. At this time, the customer has not requested for getinge to repair the iabp for the reported malfunction. The unit is currently unusable. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Event description:
It was reported that during use , the cs300 intra-aortic balloon pump (iabp) unit had an automatic inflation failure, no injury occurred.

Manufacturer narrative:
Due to character restrictions, initial reporter telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.